Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional of a clinical study reported that electrode 10 and 14 measured impedances greater than 10,000 ohms.

Manufacturer narrative:
Concomitant medical product(s): product ID: 39565, lot# unknown, product type: lead. Other relevant device(s) are: product ID: 39565, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via the manufacturer representative (rep) for a clinical study reported high impedance. Interventions included a reprogramming where the program was adjusted without using the defected electrode points on the lead on (B)(6) 2018. There was a device interrogation where high impedance of electrode points 10 and 14 on (B)(6) 2018. The event was possibly related to the device or therapy and unlikely related to the implant procedure. During the follow-up visit, the interrogation of the system revealed high impedance. Patient did not notice any change in their pain relief. The cause is unknown and the defect is in the lead as there is no extension connected. After the implantable neurostimulator (ins) replacement on (B)(6) 2018, the high impedance was still there. The event was resolved without sequelae on (B)(6) 2018. Additional information received reported that the cause is unknown and the defect was in the lead as there was no extension connected. The cause of the implantable neurostimulator (ins) replacement was due to a normal battery depletion. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the outcome was unresolved with no further action planned.